Event description:
It was reported that the patient underwent gynecological procedures to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2002 and (B)(6) 2008 and mesh was used. It is unknown which date the mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues, including surgeries on (B)(6) 2007 and 06/16/2009. No additional information has been provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that post implantation patient experienced pain, erosion, infection, recurrence, bleeding, dyspareunia, vaginal scarring and urinary/bowel problems. It was reported that the patient underwent drainage of periurethral abscess and excision of mesh on (B)(6) 2007 due to infection and mesh excision on (B)(6) 2009 due to exposure and gross hematuria. (B)(4) - dyspareunia; undefined recurrence; urinary and; bowel problems; mesh exposure. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent excision of two eroded fragments of vaginal mesh, posterior colporrhaphy and cystoscopy on (B)(6) 2012 due to vaginal mesh erosion and a rectocele. No additional information was provided. (B)(4)-rectocele. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01792. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01792. The same patient is represented in each medwatch.